Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments tube extension pad printing was removed. The pad printing was removed at the distal end of the tube extension. The pad printing may have been likely due to mishandling/misuse. No other damage was found.

Event description:
It was reported that after a da vinci hysterectomy with bilateral salpingo-oophorectomy surgical procedure, it was noted that the orange insulation was peeling on the monopolar curved scissors instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.